Event description:
It was reported the patient was not able to adjust stimulation. It was noted the patient programmer displayed a ¿call your doctor¿ icon and out of regulation (oor) condition. The reporter stated the patient was three hours away and the patient called them since they were getting the oor message. Additional information received reported the manufacturing representative had an appointment with the patient on (B)(6) 2013. Additional information received reported that the patient¿s stimulation was intermittent. The reporter stated the patient was experiencing speed/rate increasing and decreasing and stimulation going on and off on its own. It was noted the speed rate and intensity were fluctuating. It was noted that an impedance test was done and 0 and 6 were out of range and showing open circuits. It was further noted the test was done at 0.7v. The reporter stated that with 0 and 6 as reference, all pairs are >10000 ohms and when looking through other electrodes everything seems fine in the 500 to 1500 range. It was noted that this had been going on for a couple months. It was further noted that group impedances were normal. The reporter stated that this occurred whether the patient was sitting still or moving. It was noted the manufacturing representative disabled adaptive stimulation, but the issue still occurred. It was further noted the manufacturing representative reprogrammed the ins to use contacts 8 to 15 on one lead and the patient was feeling stimulation normally.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).